Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient came into the hospital due to phrenic nerve stimulation. The device was found in back up mode upon interrogation. The device was reprogrammed and the patient was kept an extra day in the hospital for observation.